Manufacturer narrative:
Returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 23mm from the tip. Functional testing was performed and the device was leaking from the pinhole so it was unable to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a pinhole in the balloon.

Event description:
It was reported that the balloon was ruptured and difficulties with deflation occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilatation. The balloon was inflated three times to 18 atmospheres for three seconds each time. After the third inflation, the balloon was suspected to have ruptured and had difficulty deflating. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that the balloon was ruptured and difficulties with deflation occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilatation. The balloon was inflated three times to 18 atmospheres for three seconds each time. After the third inflation, the balloon was suspected to have ruptured and had difficulty deflating. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.